Manufacturer narrative:
E1 - facility name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a leak in the cable and image defects. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a crack in the cord. This event occurred during pre-use inspection of an unspecified procedure. There are no reports of patient harm.